Manufacturer narrative:
This report is filed on july 18, 2019. - attachment: [145923 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on june 19, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection and performance decrement. Reimplantation has not taken place at the time of this report, (B)(6) 2019.